Manufacturer narrative:
No additional information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with a increase in pacing thresholds, variable amplitudes and intermittent loss of capture. It is suspected that the lead may be fractured. No adverse patient effects were reported. The sensing was increased and the patient will be seen again to re-evaluate the lead.